Manufacturer narrative:
Integra lifesciences engineers have completed a thorough investigation of the returned mayfield 2000 skull clamp and have provided the following; the unit was received with a lock that would not go into a locked position and the teeth would grind when the swivel base was turned; the hex bushing was worn and needed to be replaced; the ratchet ext arm passed go nogo gage and had no visible cracks; the large starbusrt showed some wear but were still functional; all other components were functional. In summary, the returned unit was not set up properly because the arrow was not aligned for locking according to the instructions for use. In addition this unit was out of adjustment - this unit should not have been used. The last date of service was in 2007. Integra considers this complaint investigation closed. Future incidents of this nature will be documented for recurrence and trending purposes.

Event description:
The third report involving a mayfield 2000 skull clamp that was involved in an incident and a pt who incurred a laceration during a procedure from the same facility. Additional clinical information has been requested and has not been received.